Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold and was noted via latitude transmission. Moreover, x-ray was performed, and result showed loss of slack and possible dislodgement. Hence, this lead was explanted and replaced with new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold and was noted via latitude transmission. Moreover, x-ray was performed, and result showed loss of slack and possible dislodgement. Hence, this lead was explanted and replaced with new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact, not severed. Analysis did not confirmed dislodgement, and also high capture threshold based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. The lead passed the electrical continuity, hipot and stylet insertion test. Furthermore, it was concluded a known inherent risk based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU).